Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. The devices were not available for investigation. There were no issues cited with the performance of the devices. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure using the clarivein® ic as well as instructs the user to consult labeling of agents to be delivered prior to infusion.

Event description:
In a public venue at the international vein conference in (B)(6), dr.(B)(6) verbally reported to (B)(6), (vascular insights' chief technology officer) that he has had 3 dvts while using clarivein.

Event description:
In a public venue at the international vein conference in miami, dr. (B)(6) verbally reported to (B)(6), (vascular insights' chief technology officer) that he has had 3 dvts while using clarivein.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. The devices were not available for investigation. There were no issues cited with the performance of the devices. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure using the clarivein® ic as well as instructs the user to consult labeling of agents to be delivered prior to infusion.

Manufacturer narrative:
Amended 8/3/17. On 7/6/2017 dr. (B)(6) transmitted the additional information to vi. Vi reviewed the data and determined that only 1 dvt occurred, not 3 as originally stated. This report has been modified to reflect the data and information collected the devices were not available for investigation. There were no issues cited with the performance of the devices. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure using the clarivein® ic as well as instructs the user to consult labeling of agents to be delivered prior to infusion. Original submission 5/21/17. Vascular insights has attempted to secure additional information by phone, email and a face-to-face meeting with him at his office in (B)(6) on may 11, 2017, to determine if the comments from dr. (B)(6) are well founded. He has promised but as yet not supplied additional information to vascular insights. To meet our 30-day obligation to the agency, we are reporting the assertion from dr. (B)(6) out of an abundance of caution.

Event description:
In a public venue at the international vein conference in miami, dr. (B)(6) verbally reported to (B)(6), (vascular insights' chief technology officer) that he has had 3 dvts while using clarivein.